Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms and had to replace his battery every week. The customer stated that he either clears the alarms or changes the infusion set. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the alarm was resolved by a complete set change. Advised customer to use an energizer aaa alkaline battery for the insulin pump. Troubleshooting for the low battery issues could not be completed due to disconnected call from customer. Nothing further reported.